Event description:
Neuwave ablation needle was hooked up to machine during procedure and would only give out error codes when attempting to test the needle/probe function. Neuwave rep contacted. New needle/probe opened.